Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) defibrillation lead revealed a rise in pacing impedances greater than 3,000 ohms. A revision procedure was to be performed in the near future to implant a new pace/sense lead. This right ventricular (rv) lead will remain in service for defibrillation purposes. No adverse patient effects reported.

Manufacturer narrative:
The rv lead remains in service and a pace/sensed lead will be added in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.